Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported brush itself was stuck in the suction channel during unpackaging, involving an olympus ultrasound gastrointestinal videoscope. There was no patient injury reported.